Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported device turns off without user input could not be confirmed or reproduced during evaluation. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off without user input. There was no patient involvement. No additional information is available.